Event description:
It was reported there was a device system revision. An end-of-service or end-of-life (eos/eol) message was seen on the implantable n eurostimulator (ins). High impedances (>4000 ohms) were seen in the lead. Both the ins and the lead were replaced and therapy was working well at the time of the report.

Manufacturer narrative:
Product ID 3093-28, lot# v222578, implanted: (B)(6) 2009, product type lead product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).